Event description:
It was reported the patient's scs ipg had migrated and was causing him discomfort. The patient is consulting with his physician to determine the next steps to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.